Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had two red areas with pus under the rear therapy electrodes. The patient's wife referred to the areas as "second degree burns" however, per review of the patient's download data, the patient did not receive a treatment. The patient's doctor gave the patient antibiotic ointment to put on the irritated area. The patient ended use of the lifevest. The final medial outcome of irritation is unknown. No alleged device deficiency.